Event description:
Pt receiving IV fluid via infusion pump. Approx 100 to 150cc fluid noted to be in IV bag at beginning of shift. IV rate initially at 10cc/hr then increased to 30cc hr and then to 50cc/hr. Six hrs, later, volume in IV bag noted to have little change. Pt's urine output low. Pt was given an add'l bolous of IV fluid (250cc) at the end of the shift.